Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that the connection between the interface cable and the interface module was very tight. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.